Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. Same patient event as MDR 9610622-2011-00039.

Event description:
It was reported, when they put the vise in, tried to put the lag screw through the hole of the nail, the screw was binding on the nail and would not go through, only the threads, but not through the shaft. Checked the alignment that was set and it was correct. Removed the nail and the screw. Used a new lag and nail with the same alignment guide and it worked correctly.